Event description:
It was reported that the implantable pulse generator (ipg) was no longer working as intended. The patient underwent an implantable pulse generator (ipg) revision procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.